Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22 -may-2019 with the following findings: during investigation, there was moisture damage observed in the battery compartment. Unrelated to the original complaint, the battery compartment was observed to be cracked. The cartridge compartment was found to be cracked as well. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was no alleged damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.